Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, error did not recur after reset, and customer successfully started new sensor session.